Manufacturer narrative:
B5 - refractive surprise was noted due to lens implanted upside down. Lens was exchanged. H11 - upon further review, this event is reportable. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation and refractive error. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Decentration/subluxation is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
H11: the initial MDR is not applicable as this is not a reportable event. Claim # (B)(4).